Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. G4: device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that patient underwent a percutaneous vertebroplasty (th12) for a compression fracture. Trial balloons were inflated to 4.0 cc each, and the procedure was moved on to the use of stent balloons. The stent balloon on the right side was inflated without any problem, but the stent balloon on the left side was not inflated at all. There was no change at all in the pressure gauge value, but there was a change in the contrast medium value. Once the stent balloon in question was deflated due to possible leakage of contrast medium into the vertebral body, blood entered the stent balloon. The surgeon determined that the stent balloon was ruptured and used a spare balloon, which was successfully inflated. When the blood-filled stent balloon was inflated outside the body, it was confirmed that the stent balloon had been ruptured because contrast medium was seen leaking from the stent balloon's tip. The surgery was completed successfully within thirty minutes delay. There were no adverse consequences that affected the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, h6 (health effect - impact code) h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that no other medical intervention was required.